Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the pencil remained active when the surgeon was not depressing the button. No pt injury occurred.